Event description:
It was reported that the implant detect function of the implantable pulse generator (ipg) had started prior to the ipg being implanted. As no parameter changes were possible due to implant detect having started, a different ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).